Manufacturer narrative:
D4: customer relayed the serial number is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the insulation tip at the distal end of the casing broke off. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted for correction and to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause of the malfunction could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.